Manufacturer narrative:
The product was not returned for analysis. The reporter stated the company lens of 12.5 diopter intraocular lens (iol) was replaced with a company iol. The root cause for the reported complaint could not be determined. The exchange to a company lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient had poor vision. The iol was exchanged to unspecified monofocal lens. Clinical reason for explant was mentioned as no improvement with vision/glare. Additional information has ben requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).